Manufacturer narrative:
Upon reassessment, the reported device powers off its self failure mode has been determined to be non-reportable. The occurrence of device powers self off represents a severity of 1-inconvenience or temporary discomfort. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death. Refer to complaint #: (B)(4).

Manufacturer narrative:
DHR was reviewed, there is a previous complaint on this device. Based on what nurse observed this pump turned itself off when the flow was low. Device not yet returned. A follow up will be submitted when we have addtional information available regarding the pump. A CAPA has been opened in order to fully diagnose and address the root cause of the reported event.

Event description:
On (B)(6) 2024 intuvie received a complaint that the pump shut down itself when the flow is low according to the nurse. No patient harm is reported.